Event description:
One device reported as having a false positive result. Complainant performed additional lucira test with a negative result.

Manufacturer narrative:
A DHR review of the associated kit lot was completed and no discrepancies were found. A review of existing CAPA, scar and ncmrs was completed and there are no prior records related to false positive failure mode for this lot. A root cause cannot be determined at this time. There are 3 potential root causes listed below, however, these cannot be confirmed as the devices were not returned and no discrepancies were identified during review of the DHR and existing quality records: environmental contamination: low viral load, device failure. This device is marketed under eua (B)(4) all-in-one.